Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited atrial undersensing of atrial fibrillation (af) and possible atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) would discuss with the electrophysiologist. This device remains in service. No adverse patient effects were reported.